Event description:
It was reported that interrogation on (B) (6) 2009 found the pulse generator in backup vvi. The device could not be restored. The pulse generator was explanted and replaced on (B) (6) 2010. The patient's condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the pulse generator in backup mode. The product code was corrupted due to an attempted download in the field. The product code was reloaded and backup operation did not recur.